Manufacturer narrative:
The device was received by resmed (B)(4) and it is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
Ref importer 3004604967-2014-00057.